Event description:
Imed gemini pc, model #13250, was infusing faster than intended rate. Pump was turned off and fluids continued to infuse. Pt received a higher rate of volume and higher volume than intended. Pt was stable.